Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the "trocar tip" broke during an attempt to implant the stents from a trabecular microbypass stent system. Per report, the surgeon successfully removed the fragment from the operative eye intraoperatively. The report noted that a back-up device was used to complete the procedure with no report of adverse impact to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information: d10, g3, g4, h3. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated once and two (2) stents were found outside the singulator. The first stent was on the splay and the second stent was before the splay. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. Further inspection found deformation on the injector¿s frontal component; however, the trocar was not found broken. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar may have been heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, bending the trocar. The insertion tube was found bent during x-ray evaluation; however, the insertion tube was found broken during further evaluation. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. Of note: the device evaluation findings were reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the evaluation findings, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).